Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material remaining in the subject device, but the type of the material was unable to be specified. There was no deformation at the section of the device where the foreign material residue was found. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Therefore, a definitive root cause of the reportable issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: instructions, operation manual for urf-p7 chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for urf-p7 chapter 5 ¿reprocessing the endoscope¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno fiberscope exhibited foreign material in the forceps channel. There were no reports of patient involvement.